Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on left eye (os) at a 1 year post op exam. The date of discovery of ectasia was on (B)(6) 2017 and the initial lasik treatment was on (B)(6) 2015. The patient had come in for an elective enhancement procedure on (B)(6) 2016 and had both eyes lifted. On (B)(6) 2017, the surgeon discovered the ectasia. At the post op exam, the surgery center discovered likely early post-surgery corneal ectasia. The patient¿s chief complaint was of much blurrier vision on left eye than the right eye and irregular astigmatism. The patient was referred to a specialist for a cross-linking evaluation. Best corrected visual acuity (bcva) from (B)(6) 2015: right eye pre-op 20/20 .00 x -3.25 x 7, left eye pre-op 20/20 -.25 x -3.75 x 172. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/40 1.00 x -1.25 x 177.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.